Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery. The lesion was pre-dilatated with a 2.0x10mm balloon and a 3.0x18mm xience alpine stent was deployed at 10 atmospheres. Post dilatation with a 3.0x12mm non-compliant balloon revealed an edge dissection at the proximal edge of the stent. A 3.0x12mm stent was used to treat the dissection. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.